Event description:
It was reported that the ars743000 would get stuck on the proximal body trials after every impaction. According to the stryker rep, this made the trialling very difficult (need a way to loosen how tight the handle mates onto the proximal body trials). Additional information from the stryker rep may 21: "I tried the handle on one of our ltc proximal bodies and vice-versa, and it turns out that the handle is not the problem at all, it worked perfectly. The problem is with the new proximal body trials (ars1023301-ars1023306}. They were sticky on the old handle as well".

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.